Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer accidentally hit the pump with car door. Reportedly, the touchscreen is now shattered and black. Customer stated blood glucose levels are "fine." Customer reported they will revert to shots for insulin therapy.